Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report will be submitted for the rf wire.

Event description:
A pericardial effusion was reported. The procedure was cancelled. It was reported that during the concomitant procedure to treat atrial fibrillation, versacross connect access solution for faradrive kit was selected for use. It has been mentioned that dilator was not able to advance due to kink when the dilator and sheath were being advanced over the versacross rf wire. The troubleshooting steps included reflushing the device yet no improvement. Patient developed pericardial effusion (pe) noted on left atrial appendage (laa) shortly after crossing the interatrial septum (ias). Intracardiac echocardiography (ice) was almost across the ias when pe was noted. Pericardiocentesis (tap) and then CT surgery to clip the appendage were performed. Patient was admitted to the critical care unit (ccu) and was stable. Later, the patient has been discharged. The procedure was cancelled. The product is not expected to be returned as it was disposed.